Manufacturer narrative:
The patient¿s age was estimated from the age at the time of lvad implant. (B)(4). Approximate age of device ¿ 1 year, 4 months. Device evaluation: the explanted pump was returned for investigation and thrombus was confirmed during the evaluation. Upon disassembly of the device, a red thrombus formation was found surrounding the outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. The areas of denaturation on the thrombus indicate that it was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Examination and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2017, the lvad was explanted due to cardiac recovery. There were no issues reported with the pump explant. The patient had recovered adequate heart function to be explanted. During investigation of the returned explanted pump, thrombus was found within the device.